Event description:
It was reported that a spectrum pump experienced system error 322. It was also reported there was no injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated by baxter. The device was found out of specification in relation to the reported symptom which was reproduced, and confirmed. The evaluation was unable to determine the cause. The upper and lower aux are know contributors to this symptom and have been replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.